Event description:
Additional information was received by the manufacturer via email and attached to the complaint object. These devices were found in the dirty equipment return room with notes on them. That is all of the information customer contact has.

Manufacturer narrative:
Other, other text: b5: describe event or problem: updated with additional information received. D5: operator of device: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was removed or broken on the plunger assembly upon receipt. The lower left front corner of the top case was cracked. Error codes could not be obtained from the event history log (ehl) due to a blank screen and constant alarm. After the power up process, the customer reported issue was confirmed as a blank screen with constant alarm was found. The root cause of the reported event is attributed to the customer having performed an incomplete upgrade software process from the base to the head of the device. To correct the issue, the software was upgraded to v1.6.4 by using the power point process, performed preventive maintenance and all functional testing. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.

Event description:
It was reported that the device had a blank screen and continuous alarm. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.